Event description:
It was reported that the blade broke at the mount. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot # details were not provided. Based on the info provided and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.